Event description:
Facility reported an incident in which the nurse stated "hemolysis" occurred. Reportedly, the pt was started on the dialysis machine (fresenius h) and there was no negative arterial pressure. The blood going into the dialyzer was red, however, the return was black. Heparin was unable to be infused. Dialysis was then terminated, the blood was not returned to the pt. During the process of cleaning the bloodline with water, an occlusion was noted post blood pump segment at the heparin line insertion site. This occlusion was reportedly due to a kinked arterial bloodline. There was no reported ill effect to the pt. An hgb drawn in 2003 (post incident) was 12.4. The sample is available for evaluation.